Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep could not duplicate the problem but looking at images saved, its possible bad interconnect. He checked the connection and did not see any bad ones but replaced cable and foot switch which is broken. The system operates as intended.

Event description:
The customer reported that they are getting a split screen image.